Event description:
New information notes that the poor conditions the patient had was shortness of breath and when taking the pulse by himself, he noticed a slow heart rate.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2018, the patient presented to the hospital for an emergency due to poor physical condition and pacing failure. Myocardial anomaly was suspected as high threshold and high pacing lead impedance was observed. Replacing the device and lead was considered. On (B)(6) 2018, during the procedure after the device was explanted, high out of range pacing lead impedance was noted and lead fracture was suspected. X-ray confirmed lead fracture at the center of a suture sleeve. It was suspected the lead fracture occurred at the time of the device explant. The lead was capped and the procedure was completed without any adverse consequences to the patient. The pacing failure was suspected to be related to the patient¿s heart itself as there was a suspect of heart sarcoidosis. It was also noted that since the center of a suture sleeve was fractured, it could be considered that a suture sleeve was tied to tight at the time of implant and abrasion of the lead occurred by the patient¿s movement. The device was discarded and will not be returned for evaluation.